Event description:
The surgeon stated that the anvil detached and remained in the patient's bowel after two full counter clockwise turns of the wingnut. The surgeon removed the anvil through a colotomy.